Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-25. H.6. Investigation summary: bd received 3 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for glass breakage, or any attributing with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 tubes broke during centrifuge with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it was reported that two tubes broke while in the centrifuge. What was the centrifuge speed and time? 3000. Was there any exposure to the mucosal membranes due to the tubes breaking? No. Are there any patient identifiers available? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 tubes broke during centrifuge with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it was reported that two tubes broke while in the centrifuge. What was the centrifuge speed and time? 3000. Was there any exposure to the mucosal membranes due to the tubes breaking? No. Are there any patient identifiers available? No.